Manufacturer narrative:
The reported event is confirmed. The root cause for the reported event is a failed mixing pump. The device was evaluated upon receipt. During evaluation the mixing pump was found to be defective. Error 113 was seen. The mixing pump was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The work order is still open, therefore the outcome of the repair cannot be determined at this time. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 113 alarm (reduced water temperature control) occurred while using for a patient in an arctic sun device. Per review of wo on 26sep2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 26sep2025, imi will bring the device. The issue has not resolved yet. The therapy was completed by the original device.

Event description:
It was reported that the error 113 alarm (reduced water temperature control) occurred while using for a patient in an arctic sun device. Per review of wo on 26sep2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 26sep2025, imi will bring the device. The issue has not resolved yet. The therapy was completed by the original device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.